Manufacturer narrative:
Device is a combination product. (B)(4)

Event description:
It was reported that stent profile problem occurred. A 28 x 4.00mm promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, during unpacking the physician thought the device appeared was shorter than normal. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. As part of the analysis, the stent length was measured and the result was 28 mm which is within the stent length specification. The tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent profile problem occurred. A 28 x 4.00mm promus premier drug-eluting stent was selected for use to treat the lesion. However, during unpacking the physician thought the device appeared was shorter than normal. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.